Event description:
During loading of the iridium wires the "cap" end of one of the trocars broke off. The trocar was not flush against pt's skin. No injury occurred to pt. The broken trocar was secured with its iridium source and the pt was treated as planned.